Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, during procedure of a valve in valve. The sapien 3 ultra valve was implanted without any reported issue. However, during the dilation "cracking" of the magna valve, the non-ew balloon burst during post-dilation. At that point the patients pressure dropped. It was assumed that the burst non-ew balloon damaged the sapien 3 ultra leaflets as the valve was completely insufficient. It was decided to tried to put another sapien 3 ultra valve to improve the hemodynamic but without success. The patient died.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 investigation conclusions, type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of medical report/imagery. A review of the DHR and complaint history (from technical summary written by edwards lifesciences) revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. An existing technical summary written by edwards lifesciences has been documented that the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valves). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and how to deploy valve. As reported, ''during procedure of a valve in valve. The sapien 3 ultra valve was implanted without any reported issue. However, during the dilation ''cracking'' of the magna valve, the non-ew balloon burst during post-dilation. At that point the patients pressure dropped. It was assumed that the burst non-ew balloon damaged the sapien 3 ultra leaflets as the valve was completely insufficient''. Per training manual, post dilation poses an associated risk of central regurgitation and is identified as one of the potential root causes of this event per technical summary. In this case, a non-edwards device balloon was used to post-dilate the deployed thv via bioprosthetic valve fracture, which resulted in the balloon burst. Bioprosthetic valve facture is a technique that utilizes high-pressure balloon inflation to fracture a previous implanted surgical valve to alleviate patient-prosthesis mismatch (ppm). It is possible that the thv leaflets sustained damage due to excessive pressure being released from the balloon burst. The resulting damage likely prevented the leaflets from being able to coaptate, resulting in complete insufficiency, as noted. As such, available information suggests that procedural factors (balloon burst during post dilation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.